Event description:
It was reported that pump displayed malfunction alarm code and customer sought assistance. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset process, confirmed malfunction code did not recur after reset, advised customer that pump could continue to be used, and instructed customer to call back if any malfunction alarm appeared again.